Event description:
Monitor was evaluated by engineering. The reported problem (service code 104) could not be duplicated. During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to undergo incoming functional testing.

Manufacturer narrative:
Monitor was evaluated by engineering. The reported problem (service code 104) could not be duplicated. As received, the monitor passed incoming functional testing. The root cause of the fault cannot be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn 07128785 is underway. Upon investigation the monitor was unable to undergo incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was unable to undergo incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to undergo incoming functional testing.